Event description:
It was reported that a caregiver contacted support because the ilet user experienced hyperglycemia around 207 mg/dl and the caregiver suspected the pump was not dosing, though review of reports showed insulin delivery occurred conservatively; the event followed multiple rapid meal announcements, a suspected prior bent cannula, and a subsequent site change after which glucose rose again before later trending down. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included review of device dosing reports and coaching on false meal announcements and tubing/site checks. Investigation of this case revealed insulin delivery was occurring, with glucose excursions plausibly influenced by multiple consecutive meal announcements and potential infusion site issues. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.